Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose reading was 184 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump was received with button error alarm due to corroded keypad traces. Unit had cracked display window corner. (B)(4).